Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed on the realtime egm. Reprogramming of the device was performed and has resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).